Event description:
(B)(6). Knee effusion [joint effusion]. Pain [arthralgia]. Left knee swelled [joint swelling]. Case description: spontaneous report was received on (B)(6) 2011 from a physician assistant via a company representative regarding a female patient (age/initial not provided). The pt's medical history is significant for three prior synvisc-one injections and three prior synvisc series. On (B)(6) 2011, the pt initiated synvisc-one (lot r1123a or v11161) in the left knee. The pt experienced pai and left knee swilling. Her knee was aspirated with cloudy fluid. On (B)(6) 2011, it was re-aspirated and the (B)(6). Additional cultures were pending. The pt was admitted to the hospital on (B)(6) 2011 and was placed on IV (intravenous) vancomycin. The action taken with synvisc-one was not provided. The pt's outcome was not provided. Concomitant medications were not provided. The reporting physician assessed the relationship between synvisc-one and the events as definitely related. The qa (quality assurance) investigation results were received on (B)(6) 2011. The production and quality control documentation for lot number r1123a, expiry date 04/2014 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. The production and quality control documentation for lot number v11161, expiry date 08/2014 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.

Manufacturer narrative:
Additional lot # v11161. Evaluation summary: the production and quality control documentation for lot number r1123a, expiry date 04/2014 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. The production and quality control documentation for lot number v11161, expiry date 08/2014 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.